Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the process, and confirmed the malfunction code did not recur after the reset. The customer was informed they could continue using the pump and advised to contact support if the malfunction code appeared again.